Event description:
The programmer rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) rf (radio frequency) head failed all uplink amplitude tests. It does have telemetry with the programmer. Cable found out of electrical specification. Rf head label found damaged. Rubber portion of rf head label is missing.